Event description:
The complainant stated the head motor will run on its own and won't stop at the limits.

Manufacturer narrative:
The account has not completed repairs but has isolated the issue to the CPR limit and possibly the head limit switches. A f/u report will be sent once the customer discloses their investigation.